Event description:
It was reported the patient presented with a vf episode and therapy did not convert the rhythm. The dft test failed, the device was explanted and replaced. Patient is doing well and will continue to be monitored.

Manufacturer narrative:
The reported high dft was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
(B)(4).